Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.

Event description:
It was reported that there were defective keypad issues. There were no patient harm. The issues were noted before patient use. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective keypad issues. There were no patient harm. The issues were noted before patient use. Although requested, no additional information was provided.